Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Follow-up 1: invstigation results the operator identified a malfunction with the key on the interaction panel (ip). Despite this issue, there was no harm reported to the patient, user, or any third party. In the event of a recurrence, ventilation would continue uninterrupted, ensuring no risk to the patient. This malfunction does not impact the overall functionality of the ventilator. Therefore, this case it is no longer assessed as reportable. A service technician inspected the device and replaced the ip key and led board. Following these replacements, the device operated correctly. Hence, the root cause of this incident were a defective ip key and a defective led board.

Event description:
Hamilton medical ag received the following event description: during ventilation, the staff couldn't put the ventilator in the standby mode as the key for "on/off" didn't work. The on/off switch on the back of the ventilator was used. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following event description: during ventilation, the staff couldn't stop the ventilator and couldn't put it in stand by mode. So they had to force the ventilator to shut down using the on/off switch on the back of the ventilator.